Event description:
Vague report received from baxter states . " the pharmacist reported that several patients told them that the pumps are empty after 8-10 hours. "Contents of device unknown. Report indicates no pt injury resulted. Although requested, no additional information has been provided. The reporter indicates that the pharmacist could not provide specific details regarding how many incidents occurred, how many pts were involved, or the contents of these devices.